Event description:
The manufacturer received information alleging a ventilator displayed a low oxygen alarm. The device was not in patient use. The device has yet to be returned to a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center's evaluation is complete.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was displaying a low oxygen alarm. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's oxygen sensor clip was reattached to address the issue.